Event description:
Per the clinic, the patient experienced infection at the abutment site and subsequently, was treated with IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on may 16, 2023.